Event description:
Pt with no history of urticaria who developed same about one hour after providing an oral fluid sample with the orasure hiv-1 oral specimen collection device. Test subject is allergic to milk and peanut butter (no recent exposure to those foods). The test subject was on the medications risperdal, wellbutrin, and remeron at the time of the incident. The test subject had been on the medications for three weeks prior to the incident without evidence of allergic phenomena. The urticarial episodes became recurrent over a 4 day period and improved with benadryl, epinephrine, and reduced stimulation. The episodes resolved with zyrtec and the discontinuation of the wellbutrin. According to the test subject's physician, the urticaria was exacerbated by emotional stress. The test subject's physician did not provide co with the orasure hiv-1 oral specimen collection device lot number. A list of the ingredients for the device was faxed to the physician.